Event description:
It was reported that the patients device recorded two ventricular fibrillation (vf) episodes and several high rate non-sustained episodes, elevated sensing integrity counter (sic), high/undefined pacing impedance and a lead integrity alert (lia) triggered all on the same day when the patient had shoulder surgery. It was noted that the egms (electrograms) vf and hrns episode showed non-physiologic deflections and oversensing.  The company's technical services was consulted. The information received on the remote transmission was reviewed by qualified personnel and it was confirmed that the issues were due to an environmental stimulus associated with the patient' shoulder surgery. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 37713 pain stim ipg, implanted: (B)(6) 2010; 39286-65 pain stim lead, implanted: (B)(6) 2010; 37092 neuro adaptor, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.